Manufacturer narrative:
Batch review performed on 26 november 2019. Lot 187977: 75 items manufactured and released on 22-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 1 month and 1 week after primary. The surgery was completed successfully.